Manufacturer narrative:
Product analysis: the valve remains implanted, therefore no product analysis will be performed. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others, but a root cause could not be established from the information available. Dislodge events are typically not related to a device malfunction. This event does not allege a device malfunction occurred. This event does not indicate device misuse or malfunction. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed to 80% and was at a depth of 6 millimeter (mm). Upon full release, the valve dislodged ventricular. Moderate to severe paravalvular leak (pvl) was reported. The valve was snared and pulled up. As soon as it was released, it dove ventricular again. The valve was pulled into a higher location which resulted in dislodgement of the valve into the ascending aorta. A second transcatheter bioprosthetic valve was implanted. No additional adverse patient effects were reported.